Event description:
On the day of the event a medical assistant, after wearing the gloves 10-15x, developed bilateral hand and forearm redness, swelling and itching which spread to the face and ears. The medical assistant saw physician on the following day and was treated with benadryl-zyrtec-vistaril steroid cream. Lab work that was done-triptase and a urinalysis. The medical assistant missed 2 days of work. Medical assistant's symptoms lasted 48 hours, the rash lasted one week. The medical assistant has no apparent problems at the present time.